Event description:
After implantation of a 23mm sapien xt valve, a dissection in the ascending aorta above the coronaries and the sinotubular junction (stj) was noted on tee. The patient's chest was opened and the dissection was repaired. The patient was weaned off bypass and remained stable after leaving the room. As per post procedure discussion, it was concluded that the dissection may have occurred when the sheath was inserted into the aorta. The native valve annular diameter measured 20mm tee and 20mm x 25.6mm with an area of 405mm2 by CT. The native annulus/leaflets were mildly calcified. The stj diameter was 29mm and the stj height was 24mm from the annulus.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, per report, the dissection may have occurred when the sheath was inserted into the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.